Manufacturer narrative:
Updated sections: d9, e1, e3, h3, annex code: b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue of an error, and the main knife was unable to generate energy. The instrument was found to have one blade broken at the base, a piece approximately 0.3750" x 0.0705" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Additional information: all fragments were successfully retrieved, and the equipment was reassembled. A power cycle was not performed, and the procedure continued using an alternative da vinci instrument. No x-ray or ultrasound examinations were conducted post-operation. The procedure was completed as planned; however, it remains unclear whether the patient's bowel was injured. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A site visit was made and there was no trouble found with the system. No product has been returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, the blade of the harmonic ace shears broke and fell into the patient. Before breaking, the knife was unable to generate energy and the customer received a message "release blade pressure." The "platform" was rebooted. The blade fragment was retrieved, but the patient's bowel was injured. The procedure was being completed as planned.

Manufacturer narrative:
Updated sections: h2, annex code: b. Additional information: a review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer, and the following additional information was provided: it was confirmed that the image shows the detached blade of the harmonic ace instrument. The retrieved fragment is visible in the image, placed next to the instrument. Due to the image quality and language, the error message displayed on the generator could not be verified.

Event description:
Refer to h11 for follow-up information.